Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Device was not returned for evaluation. Based on the results of the investigation , it was presumed that the phenomenon occurred due to : internal board broke down and or it was generated by influences other than equipment (connecting equipment, cables, and facility environment). Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
During a call with tac (technical assistance center) support engineer, customer was provided with troubleshooting and guidelines to help resolve the issue. Customer will call back to confirm if the instruction provided worked. No call back was received from the customer after the call with tac. After three attempts to reach the customer in regards to the issue, no response is received from the customer. It is unknown if the oev262h monitor issue is resolved. To date, no response is received from the customer. In addition, the subject device has not yet been received for evaluation. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
It was reported that the user facility secondary device monitor did not display an image. The issue occurred during an unknown event. There was no patient involvement reported on this event reported, no user injury reported.